Event description:
It was reported that the programmer incurred an error message. Technical services provided assistance in resolving the issue by recommending that the service disk be run on the computer. The programmer status is unknown. There was no indication of any patient involvement or complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.